Manufacturer narrative:
Of the 12 allegations of a malfunction, 6 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a cracked solder. During investigation for unrelated complaints, there were 8 additional failures found. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 12 malfunction events. A review of the events indicated that the one touch ping model pump experienced an audio issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-71 years of age and between 58 and 227 pounds. Of the reported patients, 7 were male and 5 were female.

Manufacturer narrative:
Follow-up #1: device evaluation: in quarter 2 of 2018, there were 2 instances of audio failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.